Manufacturer narrative:
The returned device was evaluated and the inspection of the exposed portion of the soft cannula did not find it bent or kinked. Investigation results did not observe any issues that would result in a failure to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 17.9 mmol/l (323 mg/dl) so she gave a bolus of 9.5 units of insulin. The pod's cannula was bent. The patient was able to activate a new pod and give a bolus of insulin (exact amount was not provided) which lowered her bg levels to 5.5 mmol/l (99 mg/dl). Insulin was leaking at the insertion site and that the adhesive pad was wet. The pod was worn between 4 and 24 hours on the abdomen.